Event description:
It was reported that the patient received multiple inappropriate high voltage therapies for atrial fibrillation with rapid ventricular response. A magnet was placed over the device to disable high voltage therapies. The patient underwent an atrial ablation to treat the af, and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.